Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the endoeye flex deflectable videoscope had no image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to a temporary loss of electrical contact caused by mechanical stress. This stress may have resulted from the breakage of the charge-coupled device (ccd) components and ccd cable, likely due to repeated use and excessive angulation. However, while the device malfunction was confirmed, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use in: ltf-s190-5 operation manual chapter 3 preparation and inspection states detection methods. Olympus will continue to monitor field performance for this device.